Event description:
The facility reports the carer was transferring the patient from the wheelchair to the bed. The carer positioned the patient over the bed when the hanger bar fell onto the patient's chest and the patient fell to the bed. No injuries were incurred.